Event description:
Customer alleged the seat buckles due to bar brake that supports the seat. No injury alleged.

Manufacturer narrative:
MDR decision date (B)(6) 2012. (B)(6) - no RMA has been initiated for this issue. Model , serial number/date code and the approximately age are unknown. The consumer is a (B)(6) female. The consumers medical condition, stability and medication regimen are unknown. The consumers technique while using the device is unknown. The maintenance history of the device is unknown. The customer alleged no injury. The customer alleged malfunction; the chair's support bar broke which cause the chair to buckle. The transport chair is a weight supporting device; broken support bar is potential for injury. MDR filed.